Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Preoperative diagnosis states "unstable hip status post total hip arthroplasty in a patient with spinal pelvic abnormalities." Revision surgery was performed. Update from the sales rep stated the following, "all implants were removed and fresh implants were used for the revision. The reason for the revision is for instability due to excessive amount of ant aversion of acetabular component."

Manufacturer narrative:
An event regarding malposition involving a tritanium shell was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided undated x-rays does not confirm the reported event. Need operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Preoperative diagnosis states "unstable hip status post total hip arthroplasty in a patient with spinal pelvic abnormalities." Revision surgery was performed. Update from the sales rep stated the following, "all implants were removed and fresh implants were used for the revision. The reason for the revision is for instability due to excessive amount of ant aversion of acetabular component."